Manufacturer narrative:
The reported complaint that an autopulse li-ion battery was stuck and will not release from the autopulse platform (sn 34846) was not confirmed during visual inspection or functional testing. The customer reported complaint could not be reproduced. The autopulse platform functioned as intended. During visual inspection, no physical damage was observed on the platform. Upon receiving the platform, the autopulse li-ion battery that was returned inside the platform by the customer was removed without issue. Upon review of the archive data, no significant discrepancies were found. The autopulse platform passed the initial functional testing without any fault or error. No issues were observed, and the customer complaint could not be replicated. Following service, the autopulse platform passed the run-in test until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
The customer reported an autopulse li-ion battery ((B)(6)) is stuck and will not release from the autopulse platform ((B)(6)). The battery release switch does not fully release the battery. No additional information was provided. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided. Please see the following related MFR report: MFR #(B)(4) for the autopulse li-ion battery.